Manufacturer narrative:
On 06/26/2017 an email was received with patient notes, operative notes, and the available information: ¿subject was transferred to [facility] on (B)(6) 2017 from his rehab center due to a syncopal episode. He had a head CT [computed tomography] done which found ¿significant interim enlargement of left hemispheric subdural hematoma compared to prior study. Of note, he had a pacemaker placed on (B)(6) 2017 and had the device checked on (B)(6) 2017 when he was admitted. The device was functioning normally. There was a neuro consult completed to evaluate the subdural hematoma. Under the care of neuro, patient had a left frontoparietal craniotomy for evaluation of the subdural hematoma. Following surgery, the patient has had improved neurological exam. As of today, patient is still admitted.¿ on 06/27/2017 additional information was received via email. Operative notes were received. On 06/28/2017 a phone call was made to discover that the patient was recovering, the serial number is not available, and no other information is available. To date, no additional information has been received. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. No deviations were noted. No non-conformances (ncr¿s) where associated with the product. On (B)(6) 2017, the patient was transferred to the emergency department from the inpatient rehab facility after experiencing a questionable syncopal/near syncopal episode. A head CT [computed tomography] was performed which noted ¿significant interim enlargement of the left hemispheric hematoma compared to prior study (performed on (B)(6) 2017). This measures 2.0 cm in maximal thickness with 9 mm of left to right midline shift. Unchanged left thalamic hypodensity may represent remote infarcts vs. Prominent perivascular space. Nonspecific white matter changes.¿ the patient was diagnosed with a large sub-acute/chronic subdural hematoma with 9 mm midline shift. At the time of the event, the patient was taking only aspirin and had normal coagulation function tests. The patient¿s pacemaker was also checked while in the ed and was found to be functioning normally with no events recorded on (B)(6) to account for reported syncopal episode. The patient underwent left frontoparietal craniotomy for evacuation of subdural hematoma on (B)(6) 2017; postoperative diagnosis was left frontoparietal temporal chronic subdural hematoma with mass effect and midline shift. The patient was extubated in the or [operating room] and post-operative head CT demonstrated improved midline shift. On (B)(6) 2017 (pod, post-operative date, 1), the patient was reported to have improved mentation and rle (right lower extremity) weakness. On (B)(6) 2017 (pod 3), the patient was cleared for discharge back to inpatient rehab facility. Thirty-day follow-up was performed on (B)(6) 2017 at which time the patient reported no angina. The patient was discharged to a skilled nursing facility on (B)(6) 2017. Atrial fibrillation (af) is an irregular heart beat and is a common early adverse event after cardiac surgery. In fact, up to 40% of CABG (coronary artery bypass graft) patients experience post-operative atrial fibrillation (wehberg 2003, allen 1999, zaman 2000). Additionally, af has been recorded in tmr + CABG patients. Allen et al. (2000) recorded 24% af in tmr+CABG patients and 21% in CABG patients in a randomized controlled trial (rct). The occurrence of af in stand-alone tmr patients was less, reported at 10% (allen, 1999). Additionally, a retrospective review of patients who received or CABG alone from wehberg (2003), showed a statistical decrease in af after tmr+CABG compared to CABG (16.7% vs. 37.4%; p=0.025). The patient had a history of prior cva and tia with resultant right-sided weakness. A head CT scan from (B)(6) 2017 showed a left-sided subdural hematoma; the CT scan performed on (B)(6) 2017 at the time of mental status changes demonstrated enlargement of the previously noted hematoma. Therefore the neurological symptoms noted at time of readmission on (B)(6) 2017 were most likely a result of progression of the pre-existing subdural hematoma, and not related to the tmr procedure. In addition, the patient had previous bradycardia which required transvenous pacing during a previous admission prior to the tmr procedure. Given the patient¿s history or previous bradycardia and recurrent bradycardia both during the tmr+CABG procedure and post-operatively, this suggests the patient may have had a pre-existing intrinsic conduction abnormality, and therefore, unrelated to the tmr procedure. Based on the information available at the time of this report, it is unlikely that the tmr procedure contributed to the observed complications. Furthermore, a thirty-day follow-up was performed on the patient and the patient reported no angina. There is no indication that an error or deficiency occurred at cryolife.

Event description:
Tmr procedure performed on (B)(6) 2017. [Patient] was transferred to [hospital] on (B)(6) 2017 from his rehab center due to a syncopal episode. He had a head CT done which found ¿significant interim enlargement of left hemispheric subdural hematoma compared to prior study.¿ of note, he had a pacemaker placed on (B)(6) 2017 and had the device checked on (B)(6) 2017 when he was admitted. The device was functioning normally. There was a neuro consult completed to evaluate the subdural hematoma. Under the care of neuro, patient had a left frontoparietal craniotomy for evaluation of the subdural hematoma. Following surgery, the patient has had improved neurological exam. Patient is recovering.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Tmr procedure performed on (B)(6) 2017. [Patient] was transferred to [hospital] on (B)(6) 2017 from his rehab center due to a syncopal episode. He had a head CT done which found ¿significant interim enlargement of left hemispheric subdural hematoma compared to prior study.¿ of note, he had a pacemaker placed on (B)(6) 2017 and had the device checked on (B)(6) 2017 when he was admitted. The device was functioning normally. There was a neuro consult completed to evaluate the subdural hematoma. Under the care of neuro, patient had a left frontoparietal craniotomy for evaluation of the subdural hematoma. Following surgery, the patient has had improved neurological exam. As of today, patient is still admitted.